Event description:
Procedure type: vsr epigastric region. According to the rptr: it was noticed the device was partly broken when it was being cleaned right before the surgery was finished. The rptr checked the video of the surgery, but the part was invisible and the cause could not be found. The tip part was broken. It is unk if the part fell into the pt's cavity, or missing in the first place. The user checked the gauze, cleaning bottle and other devices used in the surgery, but no pieces were found. Nothing found by x-ray. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).